Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was no telemetry and the magnet test failed. ECG showed patient's underlying rhythm of 70-75 bpm with no change and no pacing spikes with magnet. The device was replaced. No further patient complications reported as a result of this event.